Manufacturer narrative:
Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The customer refused to have the device repaired and ordered a new device. The old device was scrapped.

Event description:
It was reported to philips that the system always restarts. There was no patient involvement.